Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was successful, but the caller was initially unable to reload the cartridge and resume therapy. After further assistance was provided in loading a new cartridge using the correct technique, the customer successfully resumed insulin therapy, and the issue was resolved.